Event description:
Patient was operated on for three level posterior cervical spinal fusion. Patient experienced post-operative edema and pain at surgery site. At five week follow-up visit, incision was reopened and washed out. Additional bone graft was placed. Incision was closed and edema and pain resolved.

Manufacturer narrative:
This report was originally submitted on aug 06, 2020 with MFR report number 3011483489-2020-00002 with a subsequent addendum on september 3, 2020. It was discovered that the original submission nor the supplement successfully made it through the electronic checks of the emdr system. The submission combined with its supplemental information is being resubmitted. A CAPA has been opened to address the submission of the electronic files.